Event description:
The pt's device was explanted in late 2007 due to infection. Reportedly, the pt does not want to be reimplanted.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.